Event description:
Mom contacted phs and informed the clinician that pt's infinity orange food pump is pulling stomach contents into the bag instead of delivering the feeding to the pt. Mom reports this is happening 1-2 times per day. When she turns the pump off and back on again, the pump delivery the formula the correct way. Phs exchanged out the food pump the same day that mom called in with this complaint, but mom did not have any of the potentially defective feeding bags to send back with the pump. She states that this issue has occurred for a while now. With multiple shipments of feeding bags. Contacted mom a few days later, and she states that the replacement pump still occasionally pulls stomach contents out the wrong way, but maybe only once a week and she is not concerned about this issue. Phs has sent the food pump into the MFR for repair. Since it is still occasionally happening, this may be an issue with the feeding bags. The MFR of the feeding bags is changing their design from the new enfit connector back to the "old" style, so we will continue to monitor pt and if problem persists, we will need to get some of the feeding bag sets back from the home.